Event description:
On (B) (6) 2009, a doctor reported that three dental implants were lost involving 2 different patients about 2 months after implant placement, due to unknown causes. The doctor also reported that bone augmentation materials were used.

Manufacturer narrative:
The doctor has reported that three (3) implants were lost due to unknown causes on two different patients. The sybron tl and xrt are an (B) (4) product, and the complaint will be sent to the manufacturer, ebi, for MDR and vigilance review. However, since (B) (4) is the initial importer of the product, three (3) initial importer MDR reports for the serious injuries will be submitted to the FDA. This is the third of three incidents.